Manufacturer narrative:
Conclusion and justification status: revision of left total knee replacement performed on (B)(6) 2015 by (B)(6). The primary surgery date is unknown however the patient states it was implanted in 2003 by (B)(6). Reason for revision: metallosis, osteolysis, pain, loosening and patella mal-tracking. The patella poly has worn due to metal back scratching of the femoral. There is evidence of metallosis and metal debris. Metal back of patella remained insitu, however the polyethylene part of the patella was replaced. Femoral and tibial components were both loose. No fall or trauma reported. Elevated blood ion levels have not been confirmed. Patient outcome post surgery is not known at time of report. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address metallosis, osteolysis, pain, loosening and patella mal-tracking. The patella poly has worn due to metal back scratching of the femoral. There is evidence of metallosis and metal debris. Metal back of patella remained insitu, however the polyethylene part of the patella was replaced. Femoral and tibial components were both loose. No fall or trauma reported.